Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: camera cable disconnected, water tightness failure in the main unit: since the oredome on the body side was missing, it was not possible to maintain airtightness, and it is presumed that a watertight defect occurred. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a camera cable disconnected, a water tightness failure in the main unit and pixel defects (white flaws) were observed. There was no patient involvement.